Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be managed by clinic protocols and will not pursue revision surgery at this time. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient reportedly will not pursue revision surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be managed by clinic protocols and will not pursue revision surgery at this time. The recipient continues to use the device. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient reportedly will not pursue revision surgery.